Event description:
High impedance please specify, if known ra unipolar 2603ohms (threshold 1500ohms) rv unipolar 2603ohms (threshold 1500ohms) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).